Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The universal surgical manipulator (usm) arm 2 was replaced to resolve the reported broken carriage. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. The unit was tested on an in-house system in normal mode with no triggered errors. However, the spar linear rail was loose during the back drive test. The unit was also tested on the testing platform and passed all tests that were performed. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that the instrument carriage was loose on the universal surgical manipulator 2 (usm 2). It was possible to move it more than usual to the left and right side. There was no procedure involved at the time, so there was no patient involvement.